Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during follow up, interrogation showed an inappropriate shock due to noise. X-ray revealed dislodgement. Lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly was found. Initially reported as model 7122/65.